Event description:
It was reported that the atrial and ventricular events appeared to be on top of each other. The patient had not been seen since the day after implant. Impedance measurements were normal, and sensing had to be changed to get consistent sensing. Technical services suggested to take an x-ray on the lead. The physician decided to reprogram the device so that it would not sense or pace in the atrium. Additional information was reported indicating that the right atrial (ra) lead was removed and replaced for undersensing. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.